Manufacturer narrative:
As of the device of this report, the sample device has not been returned for evaluation.

Event description:
The patient has been using tj tubes for about 1 1/2 years and the balloon has always been fine. In this case, the entire portion of the tj feeding tube collapsed. The patient needed to have the feeding tube replaced as an outpatient and went under anesthesia. The patient was released to his home after the procedure. Kimberly-clark has no first-hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.